Event description:
Same case as #2134265-2009-00053. It was reported that, post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. An emergency angiography was performed where a thrombotic total occlusion from the left main to the left anterior descending artery (lad) and circumflex artery (cx) was confirmed. The physician made three attempts to aspirate the thrombus with an aspiration catheter, however thrombosis was still present and the blood flow "was not recovered". A 2.5x15mm non-bsc balloon was used to predilate the lesion, four inflations were performed in the lad and two inflations were performed in the cx and the thrombosis was cleared. Ivus was performed and a taxus express2 3.5x23mm drug eluting stent was deployed at 9 atm's for 20 seconds in the proximal lad. A taxus express2 2.75x20mm drug eluting stent was deployed at 9 atm's for 25 seconds in the proximal cx. The stents were implanted in a "t" fashion. An iabp was placed and the procedure was complete. When the patient presented, "heart function was not good". Post procedure, timi flow was less than 2 and heart function was low. The patient was in the coronary care unit for 15 days when the iabp was removed and the patient was transferred to the general ward. The following day, the patient experienced ventricular fibrillation (v-fib) and ventricular tachycardia. The v-fib did not resolve, so the patient was put on pericardiopulmonary support (pcps). The patient was brought back to the ccl where thrombosis was found in the distal portion of the cx stent. Balloon angioplasty was performed in the cx with a 2.5x10mm non-bsc balloon and the thrombosis was cleared. The balloon was then repositioned in the cx and a 3.5x10mm non-bsc balloon was placed in the lad. A kissing balloon technique was performed. The procedure was complete. The patient was transferred to the ICU with pcps in place. The status of the patient was unknown, but described as a "wait and see" approach.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be fled.